Manufacturer narrative:
(B)(4). The pump was received with partially broken reservoir tube lip and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump was damaged on top of the reservoir compartment. Customer states when they put the reservoir, half of the cylinder is broken off exposing the inner ring. Customer's blood glucose was 28 mmol/l and they were not sure if it was due to the pump damage. Customer did not indicate how they treated the high blood glucose. Customer declined troubleshooting for high reading. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.